Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1 mm, vticm5_12.1, -13.00+/4.5/91 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. Refractive surprise was observed, the lens was repositioned on (B)(6) 2018, lens remains implanted, and the problem was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: (B)(4).